Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received. The balloon catheter was replaced with resolution. Additionally, there was ¿strangeness¿ when the mapping catheter was re-inserted. A kink occurred. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215735984, was returned and analyzed. Visual inspection of the mapping catheter showed the device was intact with no apparent issue. No kink or twist was observed on the shaft or pebax tubing area. Mechanical verification of steering functioned normal. In conclusion, the shaft kink was not confirmed through product analysis. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.